Event description:
It was reported that a beta bionics ilet user's unlock function became unresponsive. She could not access many features for hours. The next day the unlock responded without any outside repair. The user was still able to announce meals. There was no report of any patient harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.